Event description:
It was reported the device battery died and there was no advanced warning that the battery was low. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by a remote support engineer (rse) who reached out to the customer for troubleshooting. The customer provided clinical audit logs but they did not cover the time frame in question. The rse called back and the customer confirmed he identified in the meantime a broken battery contact. The rse advised the customer to send the device for bench repair. The customer declined to send the device into bench repair. The results of the analysis were the customer identified a broken battery contact. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a broken battery contact. It is unknown if the issue was resolved and how as the customer did not send the device for repair into bench repair. E1: reporting address state: (B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.